Manufacturer narrative:
E.1. Initial reporter phone#: unknown. E.1. The customer's address is unknown. New jersey, USA has been used as a default. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd ultrasafe plus¿ 2.25 ml passive needle guard syringe was pre activated. Reporter describes the issue " that safety was already activated". Based on complaint description it was concluded that reported defect is related to pre-activation of passive safety device.

Manufacturer narrative:
H.6. Investigation summary: confirmed: reported condition was observed at bdm-ps.

Event description:
It was reported the bd ultrasafe plus¿ 2.25 ml passive needle guard syringe was pre-activated. Reporter describes the issue " that safety was already activated". Based on complaint description it was concluded that reported defect is related to pre-activation of passive safety device.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 3009081593-2025-00015 was sent in error. Bd ultrasafe passive¿ is pre-activated prior to use is not considered to be a reportable malfunction for this device. MFR#: 3009081593-2025-00015 is void as a result.

Event description:
It was reported the bd ultrasafe plus¿ 2.25 ml passive needle guard syringe was pre activated. Reporter describes the issue " that safety was already activated". Based on complaint description it was concluded that reported defect is related to pre-activation of passive safety device.